Event description:
It was reported that an asymptomatic patient presented remotely on (B)(6) 2022 with episodes of right atrial lead noise that was being oversensed and causing inappropriate automatic mode switching. No intervention was reported, and the patient will continue to be monitored. There were no patient consequences.